Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device change out for eri, externalized conductors were observed. High capture threshold and high pacing lead impedance were also noted. The lead was capped and replaced on (B)(6) 2016. The patient condition was stable after the procedure.